Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the stylet was unable to insert and advance down the lead during a scheduled explant procedure. The lead was ultimately removed. No patient complications have been reported as a result of this event.